Event description:
1/3/94 total knee arthroplasty 6/5/94 admitted to hospital with infected left total knee. Treated with multi antibiotics to or for I & d of knee. Drains inserted. Discharged home on antibiotics 6/15/94. Re admitted to hospital for removal of left total knee prosthesis aaand antibiotic beads inserted.... Continued antibiotic therapy & insertion of prosthesis at a later daate.